Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips during pacing (demand mode), when the ECG lead came off and put it back, xl would not restart pacing automatically. There was no report of adverse patient impact.

Event description:
It was reported to philips during pacing ( demand mode ), when the ECG lead came off the patient and was put back on, the xl would not restart pacing automatically. The customer did not allege a malfunction, but asked for clarification from IFU regarding the restart of pacing after a lead comes off. There was no report of adverse patient impact.